Event description:
On 11/27/2000, the facility's staff nurse informed the MFR's rep of the following: the device was placed in 2000. On 11/22/2000, a pinhole was noted in the blue lumen of the catheter. As a result the device was removed and replaced in 2000. The catalog/lot number of the device in question was not known at the time of the report; however, the nurse stated that the device is suspected to be circle c silicone catheter, 13.5 french, 19cm (possibly an ac-190c or ac-190kc by the dimensions given). The facility's staff nurse stated she would obtain the catalog/lot number of the device in question and contact the MFR. To her knowledge, no pt injury occurred. No further details were provided.